Manufacturer narrative:
(B)(4). Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generator's atrial header port and the lead insertion force used to insert the lead was out of specification for the product. Foreign material was found within the header port. (B)(4).

Event description:
It was reported that during system implant, a lead could not be inserted into the atrial header port of the pulse generator. The device was not implanted. A replacement pulse generator was successfully implanted.